Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 device shuts down spontaneously. No patient impact or consequences were reported.

Event description:
The customer reported the radical-7 device shuts down spontaneously. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed visual testing. No external damage or defects were observed. The device was able to turn on and off using both ac and battery power. After boot up a 10 beep watchdog alarm was triggered. In this condition, an alarm sounds the screen becomes dark; however, the device remains powered on. The customer's complaint was not duplicated. The issue causing the 10 beep watchdog alarm was isolated to a short circuit at pins 1 and 6 of the u21 component on the instrument board. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.